Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned for evaluation and the customers allegation was confirmed. It was noted that the issue occurred due to a defective circuit board. A reading was not possible due to the circuit board issue. It was also noted that the forceps and brush passage had heavy restriction and the insertion tube was crushed at the boot. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported to olympus, that the evis exera iii bronchovideoscope had static when it was plugged in and there was no image. The issue was found during preparation for use. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress being applied to the insertion section while the user was handling the device which led to damaged charge-coupled device (ccd) unit. The events can be detected by following the instructions for use (IFU) which state: -inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating,holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts,protruding objects, or other irregularities. The events can be prevented by following the instructions for use (IFU) which state: -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.